Manufacturer narrative:
The device was returned to smiths medical. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Oracle ro 1218902: system fail per customer (during testing). No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was missing a sticker seal only. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated as the system failed during the investigation. The device was found to be displaying an error code alarm message when primed or running. The cause of the reported problem was a defective motor which was replaced as corrective action. The root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.